Manufacturer narrative:
Age at time of event: under 18 years. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-01057 and 2134265-2015-01054. It was reported that automatic pullback failure occurred. The ilab ultrasound imaging system was used in conjunction with an opticross¿ coronary imaging catheter intended to visualize the moderately calcified and mildly tortuous lesion located at the 90% stenosed distal right coronary artery (rca) and 99% stenosed posterior descending artery (pda). During a percutaneous coronary intervention, after engaging a non-bsc guide catheter, a non-bsc guidewire was advanced, but had difficulty crossing the pda due to severe stenosis, finally it managed to cross the lesion. The opticross catheter was inserted into the lesion and an intravascular ultrasound (ivus) was started but automatic pullback failure occurred resulting in the same image displayed. It was suspected that the device was not connected to the sled properly. Thus, reconnection was performed and pullback was started again. However, the issue was not resolved. Therefore, only vessel diameter was confirmed manually and pre-dilatation was performed. Then, ivus was performed again. At that time, pullback could be performed properly. Then the lesion was treated with placement of a 2.25x20mm promus premier stent and a 3.0x8mm non-bsc stent. Post ivus was performed successfully. No patient complications were reported and the patient's status is good.